Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient was hospitalized due to blood glucose (bg). No g values or signs or symptoms were provided. No additional information was provided at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. The reporter followed up on (B)(6) 2017 and stated she did not wish to troubleshoot at that time and would call back. On (B)(6) 2017 the reporter follow-up again, stating that the patient¿s hospitalization was due to the pump. No additional information was provided. This complaint is being reported based on the allegation that the patient was hospitalized for an unspecified bg issue associated with the pump.